Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a defective universal power distributor (upd) and replaced the part to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) received the upd and completed failure analysis. The upd was installed in a test system and tested. The unit passed all testing specification and operated in normal mode without any issue. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, recurrent non-recoverable error code 31221 was observed. The customer received phone assistance from the intuitive surgical (is) technical support engineer (tse). Prior to the call, troubleshooting was performed with guidance from the site's biomedical engineer via a system power cycle and a hard power cycle; however, issue persisted. The customer stated that the error fault occurred when universal side manipulator (usm) 4 was moved from left to right. The tse reviewed logs and confirmed the error fault. The tse asked the customer to try to force the usm4 deactivation by holding the usm4 button during power up phase; however, it could not be done. No further troubleshooting was performed and the user indicated that the system was in a down state. There was no reported patient injury. Intuitive surgical (is) contacted the site and obtained the following information: the procedure was converted to laparoscopic surgery with a 3d video column.